Manufacturer narrative:
Block b3: exact date unknown, event occurred in the year of 2014. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2316700, model: sc-2316-70, serial: (B)(6), batch: 16121700.

Event description:
It was reported that the patient was experiencing inadequate stimulation. The patient underwent a full system explant procedure. No further information has been obtained despite good faith efforts.